Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03042. Related manufacturer reference number: 1627487-2020-03043. It was reported the patient's entire scs system was explanted on an unknown date in 2014 due to ineffective stimulation.